Event description:
Reporter noted after capsulorhexis was done, phaco mode would not work due to error code. Surgery was cancelled. Had to transport pt to another facility to complete case. Prognosis reported as good.